Event description:
A user facility returned the olympus device, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that nozzle was clogged by foreign object. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The device was returned to olympus for evaluation and the evaluation found adhesive on bending section cover was chipped and had a white clouded area; water removal ability did not meet the standard value due to clogging of nozzle; adhesive around objective lens was peeled and had a white clouded area; adhesive around light guide lens was peeled and had a white clouded area; suction cylinder was shaved; paint on suction cylinder was peeled; switch 1 had a scratch; connecting tube had a scratch and a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified from the information obtained. There there was no deformation in the area where foreign matter remained and there were no obvious deviations in reprocessing. The detection method is described in the instruction manual evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection. Instruction manual evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures. Olympus will continue to monitor field performance for this device.